Event description:
It was reported that the patient experienced endocarditis and vegetation was noted on the leads. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis performed revealed no anomalies were found. The svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4473, competitor implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.